Event description:
Description: inaccurate or inappropriate allergies are being documented in pt charts related to "seasonal allergies". The term "seasonale" (brand name of an oral contraceptive) is being accidently selected. In our his seasonal allergies is a diagnosis and the allergy profile records only actual substances, e.g. Pollen, birch, etc. To which a pt is allergic, his does not allow a change to the current display name and even a created synonym brings up the display name of seasonale, I. E., we cannot hide the display name. The issue has been logged with our his provider cerner. Additionally the following steps are being pursued: (B)(6) is being notified there is a defect that regularly causes a medication error: the declaration of an allergy to an oral combination hormonal contraceptive based on (B)(6) to environmental allergy. Report filed with (B)(6). If (B)(6) responds with the term cannot be modified or hidden, notify FDA we are unable to address this through disambiguation using our emr and(B)(6) decision support database. Communication throughout the enterprise "never select seasonale unless pt truly allergic to this medication." "Never record seasonale as an allergy. Seasonal is a diagnosis, not a substance. The allergy profile should only be used to record substances to which a pt is allergic. Medication administered to or used by the pt: no. Pt counselling provided: unk. . (B)(6).